Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 550 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer declined trouble shooting a leak that they reported around the location of the site. The customer was able to change the infusion set. The customer stated that they will consult their healthcare provider about a treatment plan. The customer did not return the product back for analysis.